Manufacturer narrative:
H11 was updated. Cgm sensor type: g7.

Event description:
It was reported by the patient¿s legal guardian that after approximately 49-71 hours of pod wear, the patient¿s blood glucose levels increased to greater than 13.9 mmol/l (250 mg/dl), with readings displayed as ¿high¿ on the omnipod system, indicating levels above 22.2 mmol/l (400 mg/dl). The legal guardian stated that no issues were initially identified following pod application; however, during attempted bolus dose delivery, the pod did not emit the expected ¿click¿ sound typically observed with other pods. Upon removal of the pod, the cannula was not visible, indicating a potential cannula retraction failure. The legal guardian reported that they subsequently visited the hospital to obtain syringes and insulin in order to manage the patient¿s diabetes using manual insulin injections due to lack of additional pods. No direct medical treatment or additional prescriptions were reported to have been provided during the hospital visit, which was stated to be solely for the purpose of obtaining supplies for manual insulin injections. The pod was discarded and is unavailable for further investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.